Event description:
The representative reported that during catheter implant, the guidewire broke while pulling back to remove the wire. The wire was described as a "bad shape." The catheter was successfully implanted; there was no injury to the patient. Only the guidewire was returned for analysis.

Manufacturer narrative:
Analysis results of the accessory guidewire were not available at the time of this report. A follow-up report will be sent when analysis is completed.